Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved an ext set w/5 gang stopcock, 10 clave which indicated an occlusion and checked the lines and realized that, on the distal end of the patient's central line, at the valve closest to the patient (the valve was integrated into the line), the rubber seal had become lodged and was blocking the flow of fluids. The line had already become blocked in the same way two days earlier, but the nurse had managed to clear it by attaching a syringe¿. There was patient involvement.